Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system ((B)(4)). The customer reanalyzed the patient's sample on the same access 2 immunoassay system the following day ((B)(6) 2015) and obtained a lower result within the normal reference range of the assay. The customer noted that a second, subsequent sample collected from the patient in question produced a "negative" result on the same access 2 immunoassay system. The initial elevated result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was transferred to another facility for a cardiac consultation in association with the elevated access accutni+3 result obtained. Quality controls (qc), assay calibration, system check parameters and precision testing were all performing within published specifications at the time of the event. The patient's sample was collected in a lithium heparin tube. Centrifugation time and speed were not supplied by the customer for this event. The customer did not note any issues with sample integrity.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. Beckman coulter (bec) internal identifier for this event is (B)(4).